Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. No additional adverse patient effects were reported. This rv lead will was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).